Event description:
It was reported that the flippers stay false all the time. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked and damaged bottom case, cracked and damaged right plunger case. The syringe plunger sensor was not working. Error history log review found a syringe plunger not in place error. The root cause of the reported issue was found to be the q1 chip was broken off the board. Board dislodged from the glue causing q1 to hit the timing plate and get knocked off. Actions were taken to mitigate the reported issue: replaced plunger board.